Event description:
It was reported that the patient was bilaterally implanted with a vibrant soundbridge and that he had great benefit. Recently the patient had a complete loss of benefit with his implant on his right ear, which happened quite suddenly, within 48 hours. A check up was carried out on (B)(6) 2012, where the audio processor was found to be functional. An rtf measurement revealed no response. A re-implantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.